Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 3000 ohms which recorded a lead safety switch. Technical services (ts) was consulted, discussed possible lead fracture and recommended further lead evaluation in clinic. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 3000 ohms which recorded a lead safety switch. Technical services (ts) was consulted, discussed possible lead fracture and recommended further lead evaluation in clinic. This rv lead remains in service. No adverse patient effects were reported. Additional information was received; a lead fracture was determined. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.